Event description:
Surgeon was performing a spinal revision and construct extension. It was reported that 2 expendium di screwdrivers (2797-22-040) broke when inserting 9.0mm screws into sacrum. One driver tip was recovered from inside the screw, the other was not. Screws were left in the pt. In the same case a t20 shaft (2797-02-050) tip broke off when attempting to remove a 9.0mm screw from sacrum tip. Tip was not recovered. Screw was also left in the pt. As unintended pieces were left in the body and MDR is being filed to document these events. Device 2, see also 1528439-2006-00246.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Events of this type are typically caused by excessive force placed on the instrument during use.